Event description:
It was reported that during routine check, the cardiosave intra-aortic balloon pump (iabp) unit does not turn on either in battery mode or connected to an electrical outlet. There was no patient involvement.

Manufacturer narrative:
Updated fields: b4, d9, g3, g6, h2, h3, h4, h6(type of investigation, investigation findings, investigation conclusions), h10. A getinge field service engineer (fse) was not dispatched to evaluate the iabp unit because the customer repaired the unit by replacing the power supply and the power supply monitor card. Additional information has been requested from the customer regarding repair of the device. If additional information is received, a supplemental report will be submitted. H3 other text : device not available for evaluation.

Event description:
It was reported that the cardiosave intra-aortic balloon pump (iabp) unit does not turn on either in battery mode or connected to an electrical outlet.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.